Event description:
This event is being filed to note the revision surgery that occurred as a result of broken screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.